Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a high blood glucose of 425 mg/dl while using the ilet system, did not check ketones, changed infusion supplies, and subsequently had a blood glucose of 95 mg/dl; replacement infusion sets were arranged and education on contacting support for troubleshooting was provided. Symptoms included hyperglycemia. Outcomes included restoration of glucose to target after infusion set change. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with no lot information available and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.